Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the allegation against the programmer was not confirmed. An error code was noted against a pulse generator. Further, some parts of the programmer were replaced due to normal tear and wear. Moreover, the programmer passes all incoming tests and has passed all production level tests without problems. This report is being filed to correct the common device name field.

Event description:
Boston scientific received information that this programmer(prm) was broken and won't power up. Furthermore, it was noted that the prm exhibited a burning smell after it has been on for a while. No affected people and no fire was observed. Device interrogation was not completed because the display screen was just blank. The prm still remains in service. No adverse patient effects were reported. This supplemental is being filed due to device evaluation.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this programmer(prm) was broken and won't power up. Furthermore, it was noted that the prm exhibited a burning smell after it has been on for a while. No affected people and no fire was observed. Device interrogation was not completed because the display screen was just blank. The prm still remains in service. No adverse patient effects were reported.